Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was recently hospitalized due to low blood glucose levels. Customer stated that she had a seizure, lost consciousness, and paramedics were called. Blood glucose level at the time of the incident was around 20 mg/dl. Customer was wearing the insulin pump at the time of the incident. The customer also reported an incident where she fell and broke her nose due to a low blood glucose level. The insulin pump was not replaced or returned for analysis.